Event description:
Sometime in 1983 an ipp device was implanted. On 10/3/88 the cylinders were revised. On 5/21/97 the entire device was removed from the pt and replaced because device quit working in november of 1996 - leak was noted in reservoir.